Manufacturer narrative:
The reported events were unspecified capture, unspecified sensing, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis with the helix extended and clogged with blood for analysis. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood and tissue. The reported events of unspecified capture and unspecified sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead exhibited poor capture threshold and unspecified sensing issue. The physician opted to reposition the lead in another location. However, it was noted that the lead helix was unable to be extended. The lead was not used and replaced during the procedure. The patient was in stable condition.